Event description:
It was reported that the right atrial (ra) lead fractured. Noise was noted on the electrogram in both bipolar and unipolar sensing. The physician felt that the fracture, at the level of the suture sleeve, was from being tied down too tight. The ra lead was explanted and replaced. It was further reported that a left ventricular lead (lv) was implanted but dislodged overnight. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the distal conductor was fractured. All conductors were stretched and had blood/body fluid (not obstructed). The outer insulation was breached cut, had a white substance on it and had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted that the steroid ring was damaged but it was not possible to determine when this occurred. (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed).